Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the everolimus eluting coronary stent system xience v instructions for use as a known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous, moderately calcified, de novo lesion in the mid marginal coronary artery. During deployment of the 2.5x15mm xience v stent, a dissection occurred at the distal end of the stent. A 2.25x12mm xience v stent was then deployed and successfully covered the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.